Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's touchscreen was cracked. The cause for the cracked touchscreen was unknown. Reportedly, the pump was still functional. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy.